Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, it was found that the cause of the phenomenon, ¿front panel disappeared while the device was used, and the alarm went off¿, was the faulty printed circuit (cr) board. The tube pressure sensor mounted on the cr board of uhi-4 has failed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of front panel disappearing was not confirmed. The device evaluation found that an alarm was generated and the front panel display disappeared occasionally due to a faulty circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the high flow insufflation unit crashed. It was reported that the display screen alarmed and went black. The issue was found during reprocessing. There was no patient under sedation and there were no delays. There were no reports of patient harm.